Event description:
A nurse from a health care center called in about high control result. She received normal control test results of 380 and 384 mg/dl. The range is 86-117 mg/dl. No adverse events were alleged due to the readings. The strips were returned to qa for evaluation, and replacement strips were sent.